Manufacturer narrative:
Unit passed displacement test and selftest. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Hardware low level failure alarm (variableinfo=3) confirmed in the pump history due to broken trace.

Event description:
The customer reported via phone call that the insulin pump had beep anomaly and they ran the self test. The customer¿s blood glucose level was unknown. Customer reported that they did hear the differences between the two audio beep volumes 1 and 5. The insulin pump will be returned for analysis.